Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced shortness of breath on exertion, a bilateral lower leg edema and abdominal distension due to worsening of heart failure. The patient was treated after two days by increasing a diuretics and ventricular assist device (vad) speed and by providing medical interventions. Additionally, a month later, the patient had persistent heart failure symptoms. Two weeks later, the patient was hospitalized for hemodynamic evaluation. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, worsening of heart is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the patient was hospitalized for hemodynamic evaluation on (B)(6) 2021. The patient was given anti hypertensive medication and a right heart catherization (rhc) was performed for exacerbation of heart failure and aortic regurgitation. Pulmonary capillary wedge pressure (pcwp) was 8, right atrial pressure (rap) 5, and cardiac index (ci) was 2.2. It was noted that the pcwp decreased when the pump speed was increased, but the aortic regurgitation had worsened. The patient was discharged and sc heduled for an operation at a later time.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the device evaluation and investigation. Correction b5: event description was corrected to include additional patient signs/symptoms, diagnostic test results, and clinical actions. Correction h6: patient ime code and imc code were updated. Annex g code was added. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report did not reveal any anomalies within the analyzed period. Information received from the site revealed that the patient experienced shortness of breath on exertion, a bilateral lower leg edema and abdominal distension due to worsening of heart failure. The patient was treated after two days by increasing a diuretics and ventricular assist device (vad) speed and by providing medical interventions. Additionally, a month later, the patient had persistent heart failure symptoms. Two weeks later, the patient was hospitalized for hemodynamic evaluation and was given antihypertensive medication. Right heart catherization (rhc) was performed for exacerbation of heart failure and aortic regurgitation. It was noted that the pulmonary capillary wedge pressure (pcwp) decreased when the pump speed was increased, but the aortic regurgitation had worsened. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening of heart and aortic insufficiency are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, is sues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the medical intervention of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that th during a regular outpatient follow up, the patient experienced shortness of breath on exertion, a bilateral lower leg edema and abdominal distension due to worsening of heart failure. Two days later, a diuretics were increased and ventricular assist device (vad) speed was increased from 2700 to 2800 and a medical interventions were provided. A month later, the patient¿s heart failure symptom was remained. Two weeks later, the patient was hospitalized for hemodynamic evaluation. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B adverse event or product; corrected from adverse event  <(>&<)> product problem to adverse event. H2 device codes (fdd/annex a); corrected from a1412 to a24. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.